Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All products steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right atrial (ra) lead exhibited loss of capture (loc). A dislodgement was then confirmed by x-ray and the ra lead was successfully replaced. No adverse pt effects were reported. The ra lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The dates of implant and explant were not provided.